Event description:
Patient appears to have a grossly infected device based on the fact that he has wound separation, purulent drainage and a culture positive for pseudomonas. Surgeon does not believe that there is any chance of salvaging this device with this constellation of findings. This was discussed with his cardiologist, who agrees. He has had one shock in the last 6 years from the device. He has had no other problems and is not pacemaker dependent. I also discussed the situation with the medtronic representative and, because the leads are many years old, I am going to cut them off, cap them and put them in a subpectoral position in hopes of eradicating the infection. The leads are such that I cannot remove them at this point and something has to be done with them to reduce the chance of persistent infection.======================manufacturer response for cardiac defibrillator, medtronic secura dr (per site reporter).======================surgeon discussed the situation with the medtronic representative and, because the leads are many years old, I am going to cut them off, cap them and put them in a subpectoral position in hopes of eradicating the infection. The leads are such that I cannot remove them at this point and something has to be done with them to reduce the chance of persistent infection.